Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. The root cause will be found out as soon as the sample is on hand and the investigation is finished.

Event description:
Customer complains blood leak during treatment. The blood loss was 10 ml. No pt harm and no medical intervention was needed.